Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025 at 4:00am, the patient woke up and she was shaky, her lips were tingling and her speech changed. The sensor failed the patient was not alerted of the sensor failure. When her partner checked her bg finger stick, it was reading 39 mg/dl. They were able to talk to the patient¿s doctor and made an emergency visit at her doctor's clinic by 11:28am. When they arrived at the doctor's clinic, her sensor (now a different sensor) read 130 mg/dl while her bg reading taken by the doctor was 220 mg/dl. She was sent home and was advised to monitor her bg reading every 2 hours. No product or data was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2025 at 10:02 am with transmitter/wearable serial number (B)(6). The sensor session lasted 9 days and 17 hours and ended due to an algorithm detected failure on (B)(6) 2025 at 3:47 am. There were no bg calibrations attempted during the sensor session. On the date of the reported failure (12/13/2025), several low glucose alerts were triggered with audio sounding at 25 percent. At 2:27 am the system began to experience several brief sensor issues with a no readings alert being triggered at 2:47 am. At 4:02 am the sensor failed and a replace sensor alert was triggered with the audio at 100 percent. This alert was immediately acknowledged. All alert were found to have performed as intended. The allegation was not confirmed. The probable cause could not be determined. Additionally, it was clarified that on (B)(6) 2025 at 4:13am, the patient woke up and she was shaky, her lips were tingling and her speech changed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.